Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a meniscus repair procedure using the fast fix 360, the t2 implant could not be deployed. Both t implants were removed from the patient. The procedure was finished without delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The distal needle was no longer curved. No suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip would not lock into the t1 position. An analysis of the enclosed image shows a fast fix device in clear plastic. The anchors and suture are not visible. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.